Manufacturer narrative:
Analysis of the returned device shows that during visual analysis no problem or defect was visible. During functional analysis it was not more possible to inflate the balloon due to a hole. Further analysis confirms the presence of a small hole on the proximal peak of the balloon. Based on the information provided, visual and functional analysis, the most probable root cause of the hole in the balloon is attributed to contact with tools and/or bone splinters during surgery.

Event description:
It was reported that a patient underwent a kyphoplasty procedure, while trying to inflate the balloon, it ruptured and the contrast liquid went into the vertebral body, "but it disappeared in a few seconds without any clinical symptom or damage to the patient". No fragments of the ruptured balloon were left in the patient.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.